Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. Please see update in b5.

Event description:
Additional information was received that confirmed the procedure was not affected, as the customer was able to complete the procedure using a similar device. There was no patient harm or consequence reported as a result of the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to the 4k cable failure. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the 4k uhd lcd monitor had image interference. The image on the monitor on the other tower was without interference. The issue was found during a procedure. It was suspected that the cables on the monitor were damaged or too old. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The service department reported that the cables in the monitor arm and panel were old 4k cables. The high definition (hd) serial digital interface (sdi) plugs exchanged against 4k plugs. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.